Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received treatment with reduced dwell times was performed and was found to meet product specifications. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were visual indications of dried fluid found within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the ccpd therapy on the liberty select cycler and the patient¿s sudden cardiac arrest leading to their death. The cause of death was attributed to the event of a sudden cardiac arrest, which is the leading cause of mortality in esrd patients with a history of cardiac disease. Though the patient was actively dialyzing at the time of this event, there is no evidence that ccpd therapy on the liberty select cycler was related to this patient¿s death. Additionally, contributing factors such as diabetes mellitus exacerbate cardiac and renal dysfunction and present a poor prognosis of survival. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler had expired. There was no specific allegation this event was related to any deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient expired on (B)(6) 2020 at home due to a sudden cardiac arrest. The patient was undergoing continuous cyclic pd (ccpd) therapy on the liberty select cycler at the time of their passing. The patient was found by their spouse during the night and emergency services were not activated. Additionally, there was no report of cardiopulmonary resuscitation efforts. It was reported the patient had recently fallen very ill and taking antibiotics for a urinary tract infection. Additionally, the patient had recently suffered a fall, loss of appetite, increase in potassium, decrease in hemoglobin and generalized weakness (exact timeframe for these events is unknown). A review of the event log from the liberty select cycler in the outpatient clinic showed no alarms were activated and all parameters were within normal limits. The pdrn stated that the event of a sudden cardiac arrest leading to the patient¿s death was not due to a malfunction or deficiency of any fresenius product(s) or device(s).